Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Blood glucose (bg) was 575 mg/dl which was addressed with a manual injection. Reportedly, cause of bg was unknown and the customer reverted to manual injections for insulin therapy.